Manufacturer narrative:
6/3/1998: investigation results. The device in question was returned with its thermoformed tray, safetrak connector, and 140 and 20 ml syringes. Visual examination reveals that the tip of the 140 ml syringe has been sheared off is lodged in valve of the no. 1 tail assembly. The tip could not be dislodged maunually. In the latex cuff, there is a small black grease-like substance on the centerline of the cuff body, and inflation of smaller poly-vinyl choloride (white) cuff resulted in deflation. Microscopic examination revealed a slice that is 0.34 inches long and a scratch near the slice approximately 0.040 inches long. The slice is oriented almost perpendicular to the tube in the center of the cuff body. No other anomalies were found. In this condition, this device would not have passed sheridan's 100% four hour inflation system test performed at finished device inspection and would have been discarded. The wall thickness for the poly-vinyl chloride cuff was well within specification. A complaint file review shows no prior complaints involving this lot or its sub-components' lots. Based on the info availabe and the examination results, it is concluded that the damage to the syringe and cuff was caused by the user, no mfg error has occurred. It is suspected that this device was used in a mannequin in which forces used to perform intubation are much greater that would be seen in intubating a pt. No further info is anticipated for this report.

Event description:
Cuff leaked during pre-insertion test (per phone call).